Event description:
The customer reported that the system failed to produce fluoroscopic x-ray and no live fluoroscopic image was visible. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The igbt assembly, filament driver pcb and hv tank were evaluated and replaced. The system was tested and found to be working as intended and returned to service.